Manufacturer narrative:
The clinic is reporting this event only and does not suspect the equipment as the source of the dlk. Field service was not requested. The clinic is experiencing a cluster of dlk cases and the amo clinical development manager is assisting the customer with their investigation in the cause of the dlk. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with 1+ dlk (diffuse lamellar keratitis) in the right eye at the one day post op exam. The patient was treated with topical steroids.